Manufacturer narrative:
Continuation of d10: product ID 3708360 (serial: (B)(6); product type: 0191-extension; product ID 3708360 (serial: (B)(6); product type: 0191-extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a blister over the battery pocket incision. The blister opened and then the incision opened and the battery was able to be seen through the incision. It was not clear if there was infection, but it was suspected and the physician removed the system. The issue was resolved.